Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on anterior, crease fold and weight to the spec. A visual and microscopic analysis was performed which identified, puncture opening on anterior and stress marks. Base on the device analysis, the final assessment is: a punctured assessed, as surgical damage like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.